Event description:
Customer claims that the sensor does not trigger the alarm when the pt is standing in the middle of the mat. When the pt steps on any of the sensor mat corners the unit functions correctly. There was no visual damage to the rj-11 clip or the cord. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results - evaluation of the returned product shows that the rj-11 clip fits loose in the sensor receptacle. The alarm is intermittent when standing on the sensor mat. (B) (4).